Event description:
It was reported that, after a tka, the patient presented with painful from initial surgery on (B)(6) 2018. A revision surgery was performed on (B)(6) 2021, and was noted that the lgn cr high flex xlpe sz 7-8 9mm insert was pitted and the tibial baseplate was loose. The femoral component was also extracted secondary to loosening. The current health status of patient is unknown.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, x-ray revealed early lucency at the medial tibial tray and bone scan showed increased update throughout the knee; however, the requested surgical records and x-rays are not available. Without the requested documentation, the clinical root cause of the pain and loosening cannot be concluded. The patient impact beyond the revision cannot be determined. No further medical assessment can be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.